Event description:
Event description cpi received information that review of the episode detail for ventricular fibrillation therapy noted a shorted lead condition. The implantable cardioverter defibrillator (ICD) and lead system was taken out of service and replaced.